Event description:
Pt was revised to address groin pain, elevated cobalt and chromium levels, and an anteverted cup.

Manufacturer narrative:
Update: (B)(4) 2012 received maude report from patient with lot numbers. Reopened complaint. Update: (B)(4) 2012 - litigation papers received. There is no new additional information that would affect the investigation. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combinations since their release for distribution. Lot information was not provided for the associated metal insert. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
4/30/2015- pfs and medical records received. Records were received on 8/18/2014 with alert date of (B)(6) 2012. These records were reviewed on 4/30/2015. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, malpositioned cup, and fretting. The stem is being added for the fretting. Clinic notes from (B)(6) 2009 also indicated the patient was also experiencing squeaking sounds. No labs have been provided for the alleged high metal ions. The complaint was updated on:4/30/2015.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/12/2012- pfs and medical records received. After review of the medical records the revision, operative note indicated there was metallosis and a malpositioned cup. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4).